Event description:
The visiting nurse performed a blood test on the rptr. The nurse applied blood to the confirmation dot, instead of the pink square and received an er1 message. The nures retested using the same technique and received the same er1 message. Nurse did not compare confirmation dot to the color chart, adjust medication, or give advice to the rptr. The rptr was not experiencing any symptoms. Upon performing a control solution test and blood test using proper technique, the result of the control solution test was within range and the result of the test was 172.